Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the pump was in good condition. Service history identified, the complaint was not related to a previous service of the device within the review period. Functional testing did not confirm, the customer reported issue. The downstream occlusion sensor was working within specification. No further action will be taken.

Event description:
It was reported, that the pump had an issue. Stated, 'pressure alarm'. There was unknown patient involvement. No patient harm/adverse event was reported.